Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-03460. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the digital subtraction angiography (dsa) was turned on normally in the morning. After the patient was on table, the table could not be locked and suddenly the device cannot expose. No patient harm was reported. Device was in clinical use at the time of the reported event. Philips has started an investigation of the complaint.